Event description:
During a procedure on (B)(6) 2013, reportedly the surgeon was trying to medialize with open reamer from the tfn set and the 17.0mm cannulated drill bit broke inside of the drill chuck. The broken fragment was removed easily without additional intervention. The surgery was completed successfully with no additional time added. There were no fragments left behind. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. The device appears to be in good condition with no visible damage. Some discoloration on the knobs visible. Teleflex medial manufactured the rod bender with silicone handles pn. Due to an unknown cause, the product is sticking. The material of the rod bender was determined to be within specification. The instrument conformed to dimensional specifications at the time of manufacturing. The rod bender opens partly and it does not move smoothly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.